Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump had a cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer reported a button error alarm. The blood glucose reading is 150 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).